Manufacturer narrative:
H10: a manufacturing record review was not performed, as the information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately one year post stent placement, re-intervention was performed with thrombectomy and placement of a bare metal stent. Approximately two years two months post index procedure, the target lesion was re-occluded. It was further reported that revascularization was performed and the patient was hospitalized. The outcome of the event was considered resolved.

Manufacturer narrative:
A manufacturing record review was not performed, as the information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that approximately two-year two-month post index procedure placement of stent, the target lesion (common and external iliac) was identified reoccluded. It was further reported that revascularization was performed and patient was hospitalized. The outcome of the event was resolved and recovered.